Manufacturer narrative:
The device was received with the cannula assembly deployed and evidence of corrosion through the housing. Upon opening the device, corrosion was observed on the internal components of the device. A leak test was performed and fluid was observed exiting a tear 0.187" from the nailhead on the unexposed portion of the soft cannula. The tear allowed fluid to divert from the intended fluid path and led to corrosion within the device. No other defects or deficiencies were found during the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 440 mg/dl. The pod was worn on the patient's leg for between 4 and 24 hours. As treatment, a manual insulin injection was administered and a new pod was applied.